Event description:
A (B)(6) customer received a blood glucose reading of 32.2 mmol/l on the contour link meter. She started a bolus of insulin and then decided to re-test on a different meter. The reading was 9.0 mmol/l. She interrupted the bolus at 5 units. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model # was not provided.